Event description:
Device malfunction: none. Time of symptoms/ae: during procedure. Symptoms/ae: hypotension, neurological/hyperperfusion syndrome. It was reported that during a carotid stent procedure of the lic, the stent had been successfully deployed and during post-dilatation, the patient experienced hypotension and stroke-like symptoms of slurred, incoherent speech. This lasted for a few minutes, but was noted to resolve within about 30 minutes. It was further noted that the physician suspected this may have been a cerebral hyperperfusion syndrome. During the procedure, a cerebral angio-shot was done and the physician remarked that it looked "ok". No additional medication was administered for the noted symptoms. The patient was sent to ICU for overnight monitoring. It was also noted that a steroid was used, but the treatment symptom was not reported. Date of discharge was reported as three days after event date. No additional information available.